Event description:
It was reported that during a lap splenectomy procedure, there was an incomplete staple line. Used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.